Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent on (B)(6) 2005 a mesh erosion repair of tvt due to erosion and extrusion and failure of synthetic mesh. On (B)(6) 2008 the patient underwent a tvt revision, cystoscopy and insertion of prolift due to pop and mixed incontinence. On (B)(6) 2009 patient underwent mesh erosion repair of tvt due to erosion and extrusion and failure of synthetic mesh and on (B)(6) 2012 an excision of mesh due to erosion and extrusion and failure of synthetic mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent vaginal exploration, removal of vaginal mesh and cystoscopy due to vaginal mesh erosion on (B)(6) 2014.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2005 and (B)(6) 2008. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that patient underwent cystoscopy, vaginal evacuation of hematoma, periurethral bulking with coaptite on (B)(6) 2008, due to vaginal bleeding after prolift, pelvic hematoma, and sui. No additional information was provided.